Event description:
It was reported device embolization occurred. A left atrial appendage closure (laac) procedure was performed using a watchman access system (was) and a 24mm watchman flx laa closure device and delivery system (wds). The wds was advanced into the left atrial appendage (laa) and deployed. Upon release of the closure device, it immediately embolized into the left ventricle (lv) and then to the descending aorta. The physician successfully snared and retrieved the watchman closure device without complication. No valvular tissue injury was identified during the embolization; however, moderate mitral regurgitation was observed. The patient is expected to make a full recovery, with plans to reattempt device implantation at a later date.